Event description:
It was reported by a non-medical professional that the pt underwent a posterior cervical decompression and fusion at unk levels(s) using rhbmp-2/acs and subsequently developed sensorimotor impairment of all four extremities. No additional info had been provided.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. No info has been communicated to medtronic indicating that there is a suspicion that the product contributed to the reported event. Nevertheless, we are reporting this issue for notification purposes.